Event description:
A discordant, falsely low sodium (na) and a discordant, falsely elevated glucose hexokinase ii (gluh) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was auto-repeated on an alternate advia 1800 instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). The customer stated that prior to this patient sample, erratic results were obtained over a three day period. On the first day, the customer repeated the sample on the same instrument, which resulted as expected. When the issue recurred, the customer performed troubleshooting and no other issues were noted until the sample described above was obtained. No other patient data was provided by the customer. There are no reports of adverse health consequences due to the discordant na and gluh results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining discordant results on a third patient sample, the customer replaced the dilution probe. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse re-dressed the saline tubing due to kinks and replaced the fitting on the clot sensor. The cse ran coefficient of variation checks and quality controls, which resulted within range. The cause of the discordant na and gluh results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.